Event description:
It was reported that syringe 20ml ll 120/pkg leaked. The following information was provided by the initial reporter: defective plunger causing leak. It was reported that while drawing up an expensive cytotoxic drug, the syringe leaked due to a defective plunger. There was no patient/user injury.

Manufacturer narrative:
Investigation: three photos were provided for evaluation by our quality engineer. Upon visual inspection, a leakage past the stopper ribs was observed. There is no visible damage on the syringe or its components that could have contributed to the reported failure and the stopper appears to be properly assembled onto the plunger. A device history review was performed for reported lot 2004271, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or molding defects were observed on any of any of the components, the stopper was properly assembled onto the plunger rod, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. H3 other text: see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml ll 120/pkg leaked. The following information was provided by the initial reporter: defective plunger causing leak. It was reported that while drawing up an expensive cytotoxic drug, the syringe leaked due to a defective plunger. There was no patient/user injury.